Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (thrombosis). (B)(4).

Event description:
One endeavor sprint drug eluting stent was implanted in the 1st obtuse marginal branch segment during the index procedure. It is reported that an angiographic complication of thrombus occurred during the index procedure. The event was not assessed for relatedness with device.